Event description:
The customer reported that the up/down movement on c-arm was not working normally. Also, switches on the system were not working. No pt injury was reported.

Manufacturer narrative:
The svc rep verified that the ps3 was failing. The power supply was replaced.